Event description:
A pt reported experiencing inaccurate erratic results with a fassttake meter. The pt's blood glucose results were 70, 116mg/dl. Tests were done within 10 minutes with a difference of 41mg/dl. Pt did not experience any adverse events. No further info has been reported.